Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing of noise on the right atrial (ra) channel that was likely due to oversensing of the minute ventilation signal. Boston scientific technical services (ts) suggested turning off the rate response trend feature on the cardiac resynchronization therapy defibrillator (crt-d) and evaluating the other manufacturer's ra lead for noise and out of range impedance measurements. The field representative noted there were no measurement issues found and only rrt was programmed off. The ra lead and crt-d remain in service no adverse patient effects were reported.